Manufacturer narrative:
This event was reported from the transbronchial biopsy assisted by robot guidance in the evaluation of tumors of the lung (target) study ((B)(6)). The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that during a monarch-assisted bronchoscopy procedure the patient experienced a pneumothorax on the right side. The pneumothorax was discovered during intra-op on the fluoro. A chest tube was placed with minimal air leak and lung re-expansion on fluoro to prevent worsening of the pneumothorax. The patient was hospitalized and released the following day.